Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the battery closure was broken, the device was inspected and no anomalies were found. Incoming testing was performed and the device passed all testing. The device conformed to all specifications with no anomalies or observations.

Event description:
It was reported that the external temporary pacemaker had a broken battery case. The device was returned for service. No patient complications have been reported as a result of this event.